Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available. Additional information confirms that the spinal cord stimulation (scs) system was explanted as part of an elective replacement procedure due to the battery reaching end of service. The patient is recovering well postoperatively. The explanted device will not be returned, as it was disposed of in accordance with facility policy. Given that there are no reportable allegations against the device and no serious injury occurred, this complaint has been downgraded to non-reportable based on these criteria.